Event description:
(B)(4). The dealer reported that the irc5po2 stationary concentrator was logging off without command. It is unknown if the alarm activated, as designed, to alert the user to seek an alternative oxygen source. There was no patient injury reported.